Manufacturer narrative:
Philips has investigated the issue. The philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Analysis of the system log files did not show any related malfunctions. During troubleshooting, fse found the left pedal on the wired foot switch was sporadically defective. To resolve this issue, the biplane wired footswitch was replaced and returned for failure investigation. The wired footswitch failure was caused by damage to push pins, not all anti-slip attached to the footswitch assembly, and not all screws are on the mounting plate. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the left pedal on the foot switch was intermittently jamming, which would prevent imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.